Event description:
(B)(6) medical center currently uses the moog curlin painsmart ambulatory pump. The tubing for this device has been on recall several times this year. Their sales representative contacted us to upgrade the software to address an additional FDA recall for error code 45. He told us that their pumps would have to be returned to the facility because they are effected by error code 17 and cannot be upgraded in the field. I asked if the FDA knew of the error 17 and what it was and how it effected my pumps and he would not tell me. We have way too many of these pumps to send in for an upgrade. Additionally, I want to know what error 17 code is and what they are fixing. I know of many other hospitals that have been told this as well.